Event description:
Nearly three years post transfemoral placement of the sapien valve in the aortic position, a valve-in-valve procedure was required, as tee revealed degenerative changes and 3+ aortic regurgitation. A sapien 3 valve was placed, with no pvl post procedure. The patient was stable and transferred to ccu. The patient was very symptomatic with dyspnea and heart failure symptoms. From the tee report, ¿there is moderately severe aortic regurgitation (3+). A bioprosthetic valve is present in the aortic position. Status post transcatheter aortic valve replacement (tavr). The non-coronary cusp is sclerotic with mildly restricted motion. The prosthetic aortic valve is well-seated. Prosthetic aortic valve peak and/or mean gradients are normal. Doppler reveals an intervalvular leak from the prosthetic aortic valve. There are no vegetations on this prosthetic aortic valve. There is no thrombus on the prosthetic aortic valve.¿

Manufacturer narrative:
Torn leaflet or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the valve was reported to be degenerated with regurgitation present, but no additional information was provided. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. If additional information is provided, a supplemental report will be sent. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Nearly three years post transfemoral placement of the sapien valve in the aortic position, a valve-in-valve procedure was required, as tee revealed degenerative changes and 3+ aortic regurgitation. A sapien 3 valve was placed, with no pvl post procedure. The patient was stable and transferred to ccu.